Manufacturer narrative:
Device evaluation 1 unit of lot c2249540 of echo-hd-19-a was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 13 february 2025, a lab re-evaluation on 25 february 2025 and 19 june 2025. Observations from the lab evaluation and lab re-evaluation were as follows; device returned with stylet not fully inserted into the device. Needle examined and slight kink below sheath extender observed. Distal end of needle examined, and slight ridges observed on the distal end as small kinks. Attempted to insert and retract stylet but unable to initially. Stylet then removed from the needle and no issue observed with the stylet. Re-inserted the stylet into the needle with a lot of difficulty towards the distal end of the needle. Through the investigation it can be assumed that the slight kink observed below the sheath extender may have occurred during the transport returns process as no mention of this kink was shared in the complaint description and the customer confirmed that they were not aware of it. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0050 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause is difficult to determine but could be attributed to the device being used in a flexed position as per additional information and/or slightly tortuous anatomy. This is likely to have led to the slight ridges/needle kinks on the distal end of the needle which would have contributed to the stylet retraction issue encountered by the user and observed during the second lab re-evaluation. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure should be repeated the following day with a new needle. Complaints of this nature will continue to be monitored for similar events.

Event description:
A combined initial + complete report is being submitted due to receipt of additional information on 29 jan 2025 and completion of investigation on 24 jun 2025. The stylus could only be extracted with great difficulties "as per cc form": puncture of the bile duct. Stylet can only be retracted with considerable effort. Dislocalitation of the needle. Termination of the case. The procedure should be repeated the following day with a new needle. When I tested the needle, the problem was confirmed. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. The procedure must be repeated the following day according to the initial reporter, the patient did experience any adverse effects due to this occurrence. 1. What was the target location? Bile duct 2. What is the scope manufacturer and model number that was used? Pentax eg 3870utk 3. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) when I checked the needle, I noticed a subtle "wave-like" deformation of the needle (about 8cm in front of the distal end (tip)). 4. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Following day 5. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No 6. Was gaining access to the target site difficult? No 7. Was resistance felt while inserting the device through the scope? N/a 8. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? No 9. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes, but not very strong 10. Was the stylet partially removed when advancing the needle into the target site? No 11. How many samples were obtained (passes completed) with this needle? N/a 12. Did any section of the device detach inside the patient? No 13. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 14. For procore needle, is the device damage located at the notch/core trap? N/a 15. For echo-ppg device, at what stage did the needle bend e.g., after portal vein pressure measurement or after hepatic vein pressure measurement? N/a 16. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No.